Manufacturer narrative:
E1 establishment name- (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoeye flex deflectable videoscope had no video. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the image sensor unit may have broken, leading to the subject event. Regarding the probable cause of breakage, since the bending section was observed to have damage on multiple sites, irregular load may have been applied to the bending section, causing the event. The event can be detected and prevented by following the instructions for use: instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.